Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (air in line) occurred during use on the homechoice (hc). The patient was connected at the time of the alarm. The technical service representative (tsr) was unable to troubleshoot the alarm as the alarm had already been cleared. The registered nurse (rn) planned to complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.